Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that battery assessment was requested for this pacemaker. Power consumption was noted at 15 microwatts, could be at expected range but cannot be confirmed without save disk. In addition, atrial fibrillation (af) was at 13 percent but noted multiple atrial tachy response (atr) at the end of last month. The battery longevity at one year remaining. The field representative will have save disk for further analysis. To date, no intervention was performed and device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to b5: edited for clarity.

Event description:
It was reported that battery assessment was requested for this pacemaker. Power consumption was noted at 15 microwatts, could be at expected range but cannot be confirmed without save disk. In addition, atrial fibrillation (af) was at 13 percent but noted multiple atrial tachy response (atr) at the end of last month. The battery longevity at one year remaining. The field representative will have save disk for further analysis. To date, no intervention was performed and device remains in service. No adverse patient effects were reported. It was initially reported that the battery of this pacemaker was suspected to be depleting prematurely. Upon further review, a request was made to have data from this pacemaker analyzed, and power consumption was noted to be within the expected range for normal battery depletion. Approximately 5 months later, battery status review was requested again, and technical services (ts) confirmed the battery was depleting normally. It was also noted that there was some farfield oversensing, and ra blanking was adjusted in response. This pacemaker remains in service. No adverse patient effects were reported.